Event description:
The customer reported via phone call that he had a blood glucose level of 200 mg/dl earlier in the day of the call. Customer stated that it raised to 320 mg/dl and was at 350 mg/dl at the time of the call. The customer stated that he believed that the device was not delivering insulin to him properly. The customer reported having a blood glucose level of 40 mg/dl the night prior to the call. Troubleshooting could not be completed as the customer did not have a tubing clamp to perform the high pressure test. The customer was sent a tubing clamp and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.